Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stent elongation could not be determined as the stent was already fully deployed and not returned. The tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported stent elongation and tip separation. In this case, as it was reported that the stent elongated even though it showed as released from the delivery system on fluoroscopy, it may be possible that the tip detachment was due to not retracting the thumbslide to sheath the tip and locking the system lock prior to removal resulting in the tip catching in the stent causing elongation during withdrawal and resulting in tip separation; however, this could not be confirmed. The additional treatment to remove the tip was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a greater than 60% stenosed, mildly calcified lesion in the superficial femoral artery (sfa). A 6.5x80mm supera peripheral self-expanding stent system (sess) was advanced to the lesion and the stent deployed. Upon withdraw of the delivery system, the stent elongated even though it showed as released from the delivery system on fluoroscopy. They continued to remove the delivery system and the nose cone completely separated and remained in the anatomy. A balloon and wire were used to trap the nose cone and pull it into the sheath, to completely remove it from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.